Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was protruding under the skin and was uncomfortable for the patient. The device was repositioned and remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.